Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had gmrs system placed for tumor resection. Surgeon resurfaced patella and replaced bushings and bumper. Attached op report no further info per hospital protocol.

Manufacturer narrative:
The patient is (B)(6). An event regarding revision surgery for an unspecified reason involving an mrh bumper was reported. The event was not confirmed. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for the lot. Conclusions: based on the information provided the reason for the revision surgery is not apparent and no additional information was made available. The exact cause of the event could not be determined with the limited information provided. Further information such as x-rays, revision operative report, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had gmrs system placed for tumor resection. Surgeon resurfaced patella and replaced bushings and bumper. Attached op report no further info per hospital protocol.